Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high impedance issue and failure to capture at maximum output, due to suspected lead body damage. The alligator clips were switched out but impedance issue remained. The lead was removed and a new lead was implanted, but also showed high impedance issue with the second pair of alligator clips. A third pair of alligator clips was used and the new lead showed normal impedance values and capture thresholds. Lead damage is still suspected. No adverse patient effects were reported..

Manufacturer narrative:
The conclusion code was selected based on analysis of the returned product. The high pacing impedance, failure to capture and lead damaged allegations were not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures or abnormalities. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high impedance issue and failure to capture at maximum output, due to suspected lead body damage. The alligator clips were switched out but impedance issue remained. The lead was removed and a new lead was implanted, but also showed high impedance issue with the second pair of alligator clips. A third pair of alligator clips was used and the new lead showed normal impedance values and capture thresholds. Lead damage is still suspected. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Corrections: initial reporter information updated, reporter source changed to "foreign", and additional MFR narrative updated.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high impedance issue and failure to capture at maximum output, due to suspected lead body damage. The alligator clips were switched out but impedance issue remained. The lead was removed and a new lead was implanted, but also showed high impedance issue with the second pair of alligator clips. A third pair of alligator clips was used and the new lead showed normal impedance values and capture thresholds. Lead damage is still suspected. No adverse patient effects were reported.